Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump history showed multiple "auto timeout pump suspended" alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. A review of the product analysis has been conducted by medical surveillance. It has been determined that no additional regulatory report is required based on the findings.

Event description:
The patient contacted animas on (B)(6) 2013 alleging she was currently in the hospital for elevated blood glucose issues. The patient reported that she was hospitalized on (B)(6) 2013 for elevated blood glucose (bg) of 700 mg/dl with hematemesis. The patient stated she has a history of gastroesophageal reflux disease (gerd) and a gastric pacemaker. The patient reported being admitted to the intensive care unit (ICU) where she was discontinued from insulin pump therapy (ipt) and begun on treatment with intravenous (IV) insulin. The patient stated that when the insulin pump was discontinued there was no issue noted with the site/set. The patient reported that her bg was brought to within normal range of 136 mg/dl during the hospitalized and she was discharged to home (B)(6) 2012 on lantus on. The patient reported that the night of (B)(6) 2012 her bg was 421 mg/dl with no mention of symptoms. The patient stated that the following morning, (B)(6) 2013, she resumed ipt per the physician's recommendations as he stated the lantus would be out of her system at that time. The patient reported that after resuming ipt, her bg was again not responding to boluses delivered by the pump. The patient reported treating her elevated bg with insulin injection at that time and employed the assistance of family members, who took her back to the hospital where her bg was measured as "high" on the meter (bg =/>600 mg/dl) with associated symptoms of nausea, vomiting, thirst and urination. The patient was taken off ipt again and begun on a back-up plan. The patient reported that her insulin pump had been exposed to CT scan at the beginning of (B)(6), as the CT technician advised her she could wear her insulin pump while having a CT scan performed. The owner's booklet warns that the insulin pump should not be exposed to very strong electromagnetic fields as the strong magnetic fields can re-magnetize the portion of the motor that regulates insulin delivery. The patient is instructed to remove the pump beforehand and keep it outside the imaging room during the procedure. The patient reported that her physician instructed her to contact animas to request the insulin pump be replaced. Animas customer technical support completed troubleshooting with the patient. The patient confirmed all the advanced bolus settings to be correct and further confirmed the basal rates were programmed properly. The total daily dose history was determined to be accurate when compared to the programmed rates. The alarm history revealed multiple auto off alarms recorded in the alarm history. The patient confirmed priming the pump right after the auto off alarms occur and denied a prolonged period of time without insulin delivery as the result of the auto off alarms. Bolus history, basal history, prime history and suspend history did not reveal any issues. During troubleshooting, it was noted that the time and date on the pump was incorrect due to the battery having been out of the pump for 24 hours. The patient reported the time/date was correct when doing battery changes. The time/date was not corrected for troubleshooting, but was correct when the patient was actually wearing the pump. This complaint is being reported because the patient with multiple health conditions experienced an adverse event while on ipt using a pump that had experienced environmental exposure to magnetic fields in a CT scan. No malfunction was found during troubleshooting. The patient's physician requested the pump be replaced. The pump is being returned to animas and replaced.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.